Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that gastrostomy feeding tube was filled with sterilized water and allegedly the balloon was found to be leaking. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 20 fr. Tri-funnel replacement gastrostomy tube was returned for evaluation. Functional and dimensional evaluations were performed. Even though a superficial split was observed, the investigation is unconfirmed for the deflation issue, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. For example, insufficient inflation/frequency of balloon water replacement. Even though a superficial split was observed, the alleged leak could not be reproduced. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021), g4. H11: h3, h6 ( results 1, conclusion 1). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that gastrostomy feeding tube was filled with sterilized water and allegedly the balloon was found to be leaking. There was no reported patient injury.